Event description:
It was reported that the customer has been experiencing high blood glucose levels (332 mg/dl). Customer skipped a bolus after her lunch, and has since took multiple correction injections. She has recently changed to a different infusion set and reported that her luer lock was loose.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.